Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a labeled battery voltage of 3.25 volts, yet interrogated voltage demonstrated a monitoring voltage of 2.88 volts. A guidant technical services (ts) consultant recommended not using the device, but requested the product be returned to guidant for analysis.